Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka). It was stated that the hospital staff thought he was having a heart attack, but later realized it was dka. It was stated that the customer's blood glucose was greater than 60 mmol/l. It was stated that the customer was experiencing no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The unit also passed the self test. However, the insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.